Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and verified the malfunction in the alarm log. However, the se could not duplicate the alleged malfunction. The ventilator passed the required testing.

Event description:
It was reported that the ventilator was inoperable. There was no patient connected to the device.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.